Event description:
It was reported that the right ventricular (rv) lead had unstable thresholds and undersensing of r-waves. The rv lead was inactivated and replaced . No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that lead fracture was suspected. The rv lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507645 implantable pacing lead, implanted (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.